Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 09-nov-2022 to 08-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station had intermittent power failures during medication removal. The field service engineer inspected the main, aux, aux tower and srm. Upon testing he found the srm latch clicked once but did not stay activated to be able to open freely. He also checked the harness and found it loose from micro switches, which he tightened and secured in place. Upon checking the main, he noticed the bus cable was pinched. He replaced the 6-drawer bus cable and neatly ran through the cabinet. No issues were found in the aux cabinet nor double tower. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis medstation es system unexpectedly stopped responding and had an intermittent power failure during medication removal. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the station had intermittent power failure. A field service engineer found loosen micro switches and pinched communication bus cable. Replaced bus cable and tightened the micro switch connection to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system unexpectedly stopped responding and had an intermittent power failure during medication removal. There were no adverse events or injuries reported based on this incident.